Manufacturer narrative:
Intuitive surgical, inc. (Isi) advanced failure analysis performed an additional photo review and observed that it unlikely that the level of misalignment on the bent grip would have contributed to motion issues reported by the customer.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 1.34mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the force bipolar instrument was felt with jerking movement when trying to move instrument angle at the jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial occurred when the surgeon's head was inside the surgeon's console. The instrument jerked. The instrument did move slightly when the surgeon was not moving it. It is unknown if the instrument moved in the opposite direction. There was no shakiness or friction experienced. There was no external collision. There was no injury or harm to the patient.